Event description:
Enteral feeding tube inserted without difficulty. X-ray done, report showed that tube was in the lung. Nurse contacted to remove feeding tube immediately. Tube removed without difficulty. Pt developed respiratory distress. Nurse attempted to suction and bag pt. Nurse met great resistance with bagging. Pt continued to have respiratory distress. Heart rate decreased and a code was called. The ER physician assessed pt's airway, replaced her tracheostomy tube, then finally placed bilateral chest tubes. CPR was done throughout. Pt expired. The design of the feeding tube, especially the fact that the mercury tip is the same diameter as the feeding tube may contribute to greater risk of penetrating lung. When left chest tube was inserted, pt had close to a liter return.